Event description:
A nurse at the (B)(6) hospital reported on (B)(6) 2007 the patient's blood glucose was reading between 27.0 mmol/l (486 mg/dl) to 30.0 mmol/l (540 mg/dl) and all of a sudden it dropped to 1.0 mmol/l (18 mg/dl). She also had symptom of a stomach flu. She then was taken to the hospital and upon arrival her blood glucose was reading at 2.4 mmol/l (43 mg/dl) so they treated her with an injection of glucose intravenously.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia or hospitalization. No product lot number was reported therefore no qualification records were reviewed.